Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21-22 mg/dl resulting in an emergency room (ER) visit; suspected cause was the pump delivering insulin while bg levels were low. Carbohydrates were consumed prior to the ER visit and while in the ER, the customer received intravenous therapy and fluids; treatment received via intravenous therapy receive was not known. No issues were identified with the pump or supplies in use at the time of the event. The customer was released from the ER the following day with the issue resolved and no permanent damage. A pump functionality check was performed and it was identified that the pump had delivered an automatic bolus due to the customer's bg level trending high; the pump functioned as intended in completing this action and occurred over night due to the customer not using the sleep mode as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.